Event description:
It was reported that the customer's blood glucose was 490 mg/dl. However, the customer's insulin pump went into threshold suspend, due to an erroneous sensor reading of 70 mg/dl, causing the customer's blood glucose to run higher than normal. Customer experienced excessive thirst. Troubleshooting was declined. Customer stated he felt the insulin pump was working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.